Event description:
A power source alert was reported, and the customer confirmed there was no adverse impact on their blood glucose level. The customer attempted troubleshooting steps, including using different wall adapters and charging cables, but the pump did not begin charging. Technical support arranged for the pump to be replaced, as it was under warranty. In the meantime, the customer planned to use multiple daily injections to ensure continued insulin delivery. The customer was instructed on how to put the pump into storage mode for return and would send it back to tandem using a pre-paid label within ten days.

Event description:
A power source alert was reported, and the customer confirmed there was no adverse impact on their blood glucose level. The customer used an alternate usb cable and was able to successfully charge the pump.